Event description:
Per form states: today I was called to replace the device. I discovered pocket erosion. Probably due to infection. Part of the device was exposed outside the pocket. Was then replaced. (B)(6) hospital, italy. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).